Event description:
The clinician reports that the day the implant was placed in ada 13, failure occurred upon insertion. Details of surgery: implant surface not completely covered with bone. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.